Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient felt "twitching or shock type sensation" in the pocket area of the device four days post implant. The patient did not feel the sensation when bipolar capture threshold testing was performed in the physician's office. The device remains in use. No patient complications have been reported as a result of this event.